Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to a thorough analysis. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The memory content of the device was analyzed. During the analysis of the available iegms noise was confirmed in the right ventricular channel, which led to multiple charging cycles and shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In the course of the lead analysis, multiple abrasion marks were noted along the lead body. In particular 36cm distal to the df4 connector pin the lead body was squeezed and deformed. The insulation was damaged in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for the ICD and the lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 25 months, oversensing with inappropriate therapies was reported.